Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and section a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect lens which can be observed to be torn and the haptic appeared to be damaged. No further issues were identified. Since no product has been received, no further evaluation was performed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The complaint issue "dc-iol torn" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "dc-difficult to use" was not identified during photo evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon sensed that the plunger did not move forward smoothly, as if the lens was stuck. After implantation, the surgeon discovered that the preloaded toric intraocular lens (iol) was torn. The iol was subsequently removed and replaced with an eyhance non-toric lens. The product is not available for return. No other information was provided.